Event description:
It was reported that the 9600emi system would not boot. Reboot did not work. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge rep performed an on site investigation. Repaired the mirror plate inside laser aimer, reseated the workstation pcbs and power supply connectors. The system was tested and found to be working as intended and placed back into svc.